Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
In 2006, a zenith endovascular graft was used to treat the patient's abdominal aortic aneurysm. A series of limbs were deployed on the contralateral side. A gore iliac extender component was one of the limbs used. In 2007, the patient presented with aneurysm growth, a possible type iii endoleak, and a type I-b endoleak at the left distal landing zone. Coil embolization of the left internal iliac and placement of two gore contralateral leg components resolved the type I-b endoleak. The patient tolerated the procedure.